Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported unspecified tissue injury appears to be due to procedural conditions. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system gen 4 instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During placement, it was noted the posterior leaflet was perforated. The clip was able to be placed medial to the damage and a second clip placed lateral, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.